Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-175878 is a concomitant. Please refer to manufacturer report number 2016493-2023-175877, which captured the correct suspect device per investigation report.

Event description:
It was reported that a "channel error" for channel disconnected occurred at 10:45 am and it resulted in pump being "offline" during interoperability programming. The electronic infusion order reportedly did not populate into the pump and the clinician had to manually program the precedex infusion order. The patient self-extubated and required "to be bagged and re-intubated".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "channel error" for channel disconnected occurred at 10:45 am and it resulted in pump being "offline" during interoperability programming. The electronic infusion order reportedly did not populate into the pump and the clinician had to manually program the precedex infusion order. The patient self-extubated and required "to be bagged and re-intubated".